Event description:
A customer reported that the unit of measurement setting of their freestyle meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint confirmed. No mfg parameters found out of spec and fresh panasonic battery voltage was measured at 3.050v. Did not observe battery icon or booklet icon while strip was inserted. Meter was operable, and unit of measure was selectable and was received at mmol/l. 0806 and 0204 errors were observed in the error log indicating battery droop. Battery droop is an indication of memory overwrite. Customers and retailers have been informed through the fa16may2006 letter.